Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID 2134265-2017-06336. It was reported that stent explantation occurred. The target lesion was located in the right coronary artery. A 3.00 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system was first deployed in the proximal area, then a 2.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was also advanced to treat the lesion. However, as the second stent was attempted to cross the previously placed stent, the second stent got hooked and both stents came out together. The procedure was then completed by deploying 2.5x38, 3.0x38, and 3.5x16 synergy stents. The stents were then post dilated with a non-compliant balloon catheter from distal to proximal. No further patient complications were reported and the patient was discharged.